Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis can not be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s blood culture yielded growth of staphylococcus aureus which is an organism that is normally found on human skin and often implicated in touch contamination during the pd exchange. Therefore, it is possible the patient¿s peritonitis infection was associated with some form of contamination via the skin.

Event description:
A peritoneal dialysis (pd) patient's contact called customer service (cs) to report that the patient was in the hospital with peritonitis. There were no reported allegations that the peritonitis event was caused by any issues with a fresenius device or product. During follow-up, the patient's pd nurse reported that the patient was having symptoms of vomiting and was subsequently admitted to the hospital. While hospitalized, the patient had blood cultures obtained which yielded growth of (B)(6). The nurse stated the patient did not have a pd culture, but the patient was presumed to have peritonitis due to the (B)(6) blood cultures. The patient remained hospitalized at the time follow-up was conducted. The nurse stated the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient was also receiving antibiotic therapy with nafcillin (unknown dose) intravenously. No further details about the hospitalization were known. The nurse stated the patient did not have any fluid leaks, or any issues with a fresenius device or product in relation to the event. The nurse was not able to provide the cause for the peritonitis infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.